Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
Report received of an independent rate change. The customer contact reported that the pump was programmed to deliver an unspecified medication at a rate of 10ml/hr on the primary line. No further programming parameters were provided. After an unspecified length of time, the nurse noted the pump was delivering from the secondary line at a rate of 200ml/hr. The customer contact reported the secondary line delivery was not programmed. At this time, the pump sounded an alarm for air in line. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.